Event description:
It was reported the patient experienced 'changes in stimulation.' Subsequently, the patient had a consult with the physician and it was reported per the patient, the lead moved or appeared to be disconnected. Surgical intervention will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.